Event description:
It was reported that an ilet pump became stuck on a ¿change cartridge¿ screen with ¿unable to proceed,¿ and after a factory reset the device displayed a prompt to check alerts but showed none, repeatedly requested a restart, and would not progress; pairing with a smartphone to update software was attempted but the pump did not present a pairing option, and a replacement device was issued. Symptoms included no adverse clinical effects. Outcomes included product replacement. Investigation included review of the reported malfunction, the retrieval of the device for evaluation, and the analysis of software and hardware performance. Investigation of the returned device revealed a suspected device malfunction consistent with a consecutive stalled motor condition and an inability to complete setup, with a potential software or controller fault preventing pairing and normal operation. It was concluded, based on previously established findings for similar reports, that the cause was device failure attributable to a malfunction of the motor or control electronics.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.